Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly and subsequently the customer received a continuous glucose monitor error 42. Customer's blood glucose level was 250 mg/dl. The pump was reset, and the customer was able to successfully reload the same cartridge and resume insulin delivery.